Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead exhibited loss of capture with pacing inhibition and asystole. It was noted that the asystole was less than two seconds. A micro dislodgement was suspected. A revision procedure was performed the following day and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.